Manufacturer narrative:
Company comment: the serious expected events of hypersensitivity and anaphylactic reaction, the serious unexpected event of syncope and the non-serious expected events of pruritus, skin discolouration, urticaria, feeling hot, dyspnoea, asthenia, poor peripheral circulation and the non-serious unexpected events of hypotension, tremor, hyperaemia and cyanosis were considered possibly related to the treatment. Seriousness criteria includes the need for urgent medical care including medical interventions and hospitalization to prevent a life-threatening condition and permanent damage. The likely root cause includes the treatment procedure or the patient's hypersensitivity to the product. The unexpected events of syncope, hypotension and hyperaemia were considered secondary events to hypersensitivity and anaphylactic reaction. The serious event of seizure was considered unexpected and unrelated to the treatment. An alternative root cause includes secondary event to anaphylactic reaction. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and indicate a possible involvement of the product. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted unless further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 13-oct-2025 by an other health professional concerning a 37-year-old female patient. Additional information was received on 14-oct-2025 from same reporter. The patient denied drug allergies and comorbidities. No information about concomitant medication has been provided. The patient had previously received treatment with 2 sessions of sculptra and there were no complications. On (B)(6) 2025, the patient received treatment with sculptra to the left side and then the right side of unknown location using vector technique (unknown amount, lot number and needle type). The patient was supposed to receive 2 vials of sculptra. When hcp injected the first vial of sculptra to the left side and began applying to the right side, the hcp looked at the left side and some diffuse urticaria/welts (urticaria) began to appear. The patient experienced white plaques/whitish spots (skin discolouration) and started itching/scratch (pruritus) her ears, arms, face and body. The hcp treated the patient with 40 mg of predsim [prednisolone]. However, the patient started to scratch her belly, arm and the patient was feeling short of breath (dyspnoea). The hcp raised her chair slightly, the patient was more in sitting position because her condition was worsening. She then started to scratch her whole body and reported that she felt too hot (feeling hot). Later, the hcp applied diprospan [betamethasone dipropionate, betamethasone sodium phosphate] , after which the patient was sent to a hospital. On the way to the hospital, the patient began to experience seizures (seizure). She also experienced hyperemia (hyperaemia) on the face, upper limbs and back. Additionally, at the clinic, the hcp reported that the patient fainted (syncope) twice and the blood pressure low (hypotension) 7/6. The patient presented to emergency room with diffuse urticaria, tremors (tremor), cyanosis (cyanosis) of the extremities, and slowed capillary refill (poor peripheral circulation) and she was admitted to the emergency room. On arrival to the hospital, the patient was immediately evaluated, and the pressure was 8 by 6 and the saturation was good. The physical examination revealed reg, lot, anicteric, afebrile, flushed, hydrated, eupneic on aa. Bp 80x49 mmhg, 63 bpm, 35.6-degree c. Neurology: pifr. Gcs 15, no focal neurological deficits. Ar: mvua s/ra. Ac: 2t brnf without murmurs or extrasystoles, tec less than 2s, pulses present and symmetrical. Abd: flaccid, rha positive, no visceromegaly, painless to superficial and deep palpation, db negative. Skin: unremarkable. Extremities: no edema, calves free. Based on the examination findings, the hcp at the hospital made a possible diagnosis of allergic reaction (hypersensitivity) and anaphylaxis (anaphylactic reaction). The physician prescribed unspecified symptomatic medication in the emergency room. ECG and coagulation tests were requested. On (B)(6) 2025, the hcp was informed by the husband of the patient that currently she was in the hospital and was very weak (asthenia). Her pressure returned to normal, and she used the second serum. The patient would be discharged with unspecified corticosteroid and antihistamine for 5 days with recommendation to visit in case of worsening. Additionally, the hcp reported that the hospital physician suspected that sculptra was injected into the bloodstream. The injecting hcp confirmed that the product was applied subcutaneously. On the same day at 06:00 pm, the hcp reported that the patient was under control and already at home. Outcome at the time of the report: fainted was recovered/resolved. Itching/scratch was unknown. White plaques/whitish spots was unknown. Blood pressure low was recovered/resolved. Hyperemia was unknown. Diffuse urticaria/welts was unknown. Tremors was unknown. Cyanosis was unknown. Slowed capillary refill was unknown. Allergic reaction was recovered/resolved. Anaphylaxis was recovered/resolved. Short of breath was unknown. Felt too hot was unknown. Seizures was recovered/resolved. Weak was unknown.

Manufacturer narrative:
Company comment: the serious expected events of hypersensitivity and anaphylactic reaction, the serious unexpected event of syncope and the non-serious expected events of oedema, pruritus, skin discolouration, urticaria, feeling hot, dyspnoea, asthenia, poor peripheral circulation and the non-serious unexpected events of flushing, hypotension, tremor, hyperaemia and cyanosis were considered possibly related to the treatment. Seriousness criteria includes the need for urgent medical care including medical interventions and hospitalization to prevent a life-threatening condition and permanent damage. The likely root cause includes the patient's hypersensitivity to the product. The unexpected events of syncope, hypotension and hyperaemia were considered secondary events to hypersensitivity and anaphylactic reaction. The serious event of seizure was considered unexpected and unrelated to the treatment. An alternative root cause includes secondary event to anaphylactic reaction. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and indicate a possible involvement of the product. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted unless further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Received on 14-oct-2025 from same reporter. The patient denied drug allergies and comorbidities. Concomitant medication included apuram 112 mcg. The patient had previously received treatment with 2 sessions of sculptra in 2025 and there were no complications. On (B)(6) 2025, the patient received treatment with 10 ml of sculptra (lot 5j0432, expiry date 31-jan-2028), 8 ml to the applied areas of the left side and then the right side of face using cannula with retro injection technique. The patient was supposed to receive 2 vials of sculptra. When hcp injected the first vial of sculptra to the left side and began applying to the right side, the hcp looked at the left side, and some diffuse urticaria/welts (urticaria) began to appear. Ten minutes after the application, the patient started to develop allergic reaction (hypersensitivity), flushing (flushing), edema (oedema) and pruritus/itching/scratch (pruritus) in the whole body, of severe intensity. The patient experienced white plaques/whitish spots (skin discolouration) and also itching and scratching in her ears, arms, face and body. The hcp treated the patient with 40 mg of predsim [prednisolone]. However, the patient started to scratch her belly, arm and the patient was feeling short of breath (dyspnoea). The hcp raised her chair slightly and the patient was more in sitting position because her condition was worsening. She then started to scratch her whole body and reported that she felt too hot (feeling hot). Later, the hcp applied diprospan [betamethasone dipropionate, betamethasone sodium phosphate]. Immediately when the patient was fainted (syncope) and experienced seizures (seizure), the patient was sent to a hospital. On the way to the hospital, the patient experienced seizures and hyperemia (hyperaemia) on the face, upper limbs and back. Additionally, at the clinic, the hcp reported that the patient fainted twice and the blood pressure low (hypotension) 7/6. The patient presented to emergency room with diffuse urticaria, tremors (tremor), cyanosis (cyanosis) of the extremities, and slowed capillary refill (poor peripheral circulation) and she was admitted to the emergency room. On arrival to the hospital, the patient was immediately evaluated, and the pressure was 8 by 6 and the saturation was good. The physical examination revealed reg, lot, anicteric, afebrile, flushed, hydrated, eupneic on aa. Bp 80x49 mmhg, 63 bpm, 35.6-degree c. Neurology: pifr. Gcs 15, no focal neurological deficits. Ar: mvua s/ra. Ac: 2t brnf without murmurs or extrasystoles, tec less than 2s, pulses present and symmetrical. Abd: flaccid, rha positive, no visceromegaly, painless to superficial and deep palpation, db negative. Skin: unremarkable. Extremities: no edema, calves free. Based on the examination findings, the hcp at the hospital made a possible diagnosis of allergic reaction and anaphylaxis (anaphylactic reaction). The physician prescribed unspecified symptomatic medication in the emergency room. ECG and coagulation tests were requested. On (B)(6) 2025, the hcp was informed by the husband of the patient that currently she was in the hospital and was very weak (asthenia). Her pressure returned to normal, and she used the second serum. The patient would be discharged with unspecified corticosteroid and antihistamine for 5 days with recommendation to visit in case of worsening. Additionally, the hcp reported that the hospital physician suspected that sculptra was injected into the bloodstream. The injecting hcp confirmed that the product was applied subcutaneously. On the same day at 06:00 pm, the hcp reported that the patient was under control and already at home. As of (B)(6) 2025, the patient was in recovery phase. The reporter assessed the causality to the events as anaphylaxis (as reported). Outcome at the time of the report: fainted was recovered/resolved. Pruritus/itching/scratch was recovering/resolving. White plaques/whitish spots was recovering/resolving. Blood pressure low was recovered/resolved. Hyperemia was recovering/resolving. Diffuse urticaria/welts was recovering/resolving. Tremors was recovering/resolving. Cyanosis was recovering/resolving. Slowed capillary refill was recovering/resolving. Allergic reaction was recovering/resolving. Anaphylaxis was recovered/resolved. Short of breath was recovering/resolving. Felt too hot was recovering/resolving. Seizures was recovered/resolved. Weak was recovering/resolving. Flushing was recovering/resolving. Edema was recovering/resolving. Tracking list: v.0 initial+fu1 v.1 fu received on 17-oct-2025 from the same reporter. Events (flushing and oedema) were added. Patient demographics, suspect device volume, injection technique, needle type, location, lot number, expire date, concomitant medication, verbatim of events pruritus, intensity, location and outcome were updated.